Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a stenotic and calcified abdominal aorta 1 month ago. The aorta was as narrow as 3 mm in diameter. The right kidney was non-functional prior to the evar, and the left kidney had a renal stent. It was reported that after using a cutting balloon, an aneurx limb was implanted to treat the stenotic aorta. After the angio run, an aortic perforation was diagnosed, as extravasation was noted into the soft tissue outside the aorta near the renals. Another aneurx limb was placed in an attempt to seal the perforation; however, there was still extravasation (see MFR# 2953200-2010-02560). It was decided to perform an open repair and an aorto-bi-femoral bypass. The grafts were explanted, and a tube graft sewn in. There had been no coverage of the renals by the aneurx grafts or tube graft. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (arterial trauma/dissection/perforation), (small in diameter stenotic aorta), and (device was used in a pt with inadequate anatomy). Conclusions: (small in diameter stenotic aorta), and (device was used in a pt with inadequate anatomy).